Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely wear or deterioration from long-term use or damage from user¿s handling. This issue is addressed in the instructions for use (IFU): "use appropriate cables only. Otherwise, equipment damage or malfunction can result. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. The cables should not be sharply bent, pulled, twisted or crushed. Cable damage can result."

Manufacturer narrative:
In speaking with olympus technical support (tac) via the phone, the customer reported image issues where the image would go out and getting an e402 df not connected error message. Tac provided troubleshooting steps to adjust the settings in the evis exera iii video system center (cv-190) to prevent the e402 df not connected error message which resoled this issue. The customer resolved the image issues by replacing the maj-1430. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a diagnostic procedure they had issues with their evis exera iii video system center. No patient harm or injury occurred due to this malfunction. This is related to complaint identifier (B)(6).